Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (247 mg/dl with a trace of ketones). The customer changed the infusion set site multiple times. A bolus of insulin was delivered to address the bg level. The customer was working with a healthcare provider and it was thought that there may be an adsorption issue.